Event description:
It was reported that both of the patient¿s breast prostheses ruptured post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prostheses on (B)(6) 2022. Ref report: mw5157073.